Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user experienced failure to receive glucose readings after pairing a dexcom g7 sensor, with repeated ¿replace sensor now¿ and inability to connect despite reentering and editing the pairing code and attempting a new sensor. Customer care provided support that included troubleshooting guidance, and review of device pairing behavior. Investigation of this case revealed suspected communication or pairing failure between the sensor and the receiving device, with no evidence of injury. No clinical symptoms associated with no glucose data availability and associated loss of continuous glucose monitor (cgm) functionality. Outcomes included user troubleshooting, without medical intervention or hospitalization. It was concluded that the event was related to unsuccessful cgm pairing or signal acquisition, and the device function could not be verified due to lack of returned product for analysis. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.